Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. The customer's blood glucose (bg) level was 297 mg/dl and the bg level would be addressed with a manual injection. The customer loaded a new cartridge and reported that no insulin was seen coming out of the infusion set tubing during fill tubing. The customer disconnected the luer lock connection and reported that insulin was not seen coming out of the patient line. When the cartridge was removed, it was reported that the cartridge leaked from the bottom. Reportedly, the customer filled the bottom of the cartridge instead of the fill septum. The customer successfully resumed insulin delivery. A follow up with a clinical diabetes specialist confirmed that the customer's bg level lowered to 145 mg/dl.